Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received eight inappropriate treatments in response to CPR/motion artifact and oversensing of cardiac signal. At 20:05:26, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:05:56, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:06:17, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:06:44, the patient received the fourth inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:07:11, the patient received the fifth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:10:38, the patient received the sixth inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 20 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm with intermittent cardiac activity and CPR/motion artifact. At 20:16:03, the patient received the seventh inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity . At 20:19:44, the patient received the eighth inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. Rhythm degraded to asystole with intermittent cardiac activity. At 20:20:15, the electrode belt was disconnected. Per continuous ECG recording, the patient was in asystole when the belt was disconnected. The patient passed away on (B)(6) 2022 at approximately 9:00 pm.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received eight inappropriate treatments in response to CPR/motion artifact and oversensing of cardiac signal. At 20:05:26, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:05:56, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:06:17, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:06:44, the patient received the fourth inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:07:11, the patient received the fifth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 20:10:38, the patient received the sixth inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 20 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm with intermittent cardiac activity and CPR/motion artifact. At 20:16:03, the patient received the seventh inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity. At 20:19:44, the patient received the eighth inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact and intermittent cardiac activity. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. Rhythm degraded to asystole with intermittent cardiac activity. At 20:20:15, the electrode belt was disconnected. Per continuous ECG recording, the patient was in asystole when the belt was disconnected. The patient passed away on (B)(6) 2022 at approximately 9:00 pm.